Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to over 300 mg/dl. The patient reports having pain at the pod infusion site. In addition the patient reports the pods needle had not retracted upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received partially deployed. The needle was exposed out of the bottom housing window into the exposed portion of the soft cannula. Upon removal of the top housing the needle mechanism did not retract fully. Removal of the linkage assembly revealed damage to both the linkage assembly and mechanism rail post. The damage to the linkage assembly is confirmed as the cause of the needle mechanisms failure to retract. No damages or defects were observed on the bottom housing or e-seal. No damages were observed to the formed needle. The exposed needle can be attributed as the cause of the reported pain.